Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to load as the seal was not folding properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed signs of clinical usage. There was evidence of blood on the device. The delivery device was returned outside of the loading device. The tension spring assembly, the seal and the anchor tab were located inside of the loading device body. The green slide lock was locked; the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review would not be performed as the product lot number is unknown. Internal file number - (B)(4).